Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from sweden reports an event as follows: it was reported that during a routine post-operative x-ray on an unknown date, a variable angle locking compression plate (va-lcp) distal radius plate was observed to be broken in the holes. It was mentioned that the plate will remain in the patient for now and might be removed within 6-12 months if needed. There is no reported adverse consequence to the patient; the plate is still sitting as it should. Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown plate. This is report 1 of 1 for (B)(4).